Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that the EKG cable is broken off inside the port and will not come out. There was no patient involvement reported, therefore no patient or user health consequences or impact occurred.